Event description:
While attempting to get out of her car, the patient¿s foot got caught and she twisted her hip, experiencing severe pain. X-rays revealed a posterior dislocation.

Manufacturer narrative:
Underwent closed reduction of left hip dislocation and was discharged from the hospital. Device still in patient